Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: clamp not holding when locked. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the attune patella drill clamp has signs of impactions at the locking button, also the internal spring plunger of the locking mechanism was broken, the broken fragments were not returned for evaluation. The broken and nicked condition of the device can potentially be attributed to heavy usage, improper handling or care over time and unintended impactions since the locking button is not intended to be impacted. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed and was able to confirmed the reported will not lock/unlock condition due to the button was not able to locking/functioning as intended. The overall complaint was confirmed as the observed condition of the attune patella drill clamp would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d9, g1 (manufacturing site name). Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation did not reveal that attune patella drill clamp had holding or locking issue. The evidence provided was not sufficient to confirm the reported event. Functionality issues cannot be evaluated through photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the attune patella drill clamp would not contribute to the complaint about the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the clamp not holding when locked. There was no surgical delay and no patient consequence.